Event description:
During an atrial fibrillation ablation procedure, there was a crack on the tip of the inner sheath and a blood leak occurred. The sheath was replaced to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. The dilator tip was split, however; the sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator tip damage and reported leak remains unknown. The IFU states damage to the valve assembly may occur if inner catheter is withdrawn rapidly.